Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. The root cause was that the IV pole was used inappropriately by the user applying pressure to pole when pole was inserted into the holder. The design and instructions were reviewed and determined the design is not intended to use the IV pole as a handle. It was suggested to replace parts and provide operating instructions to the user. (B)(4).

Event description:
Philips received information from a site stating the IV pole fell from the holder with an intravenous drip on the pole. The rod hit the tabletop with a patient on the table. No further patient information was reported.